Event description:
It has been reported to philips that the system was unable to use x-ray or geometry movements. The system was in clinical use, the patient had already been put on the table. Multiple restarts did not resolve and the patient was moved to another room. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips service engineer inspected the system onsite and confirmed the reported issue. It was discovered that the button on the wired footswitch had been pressed and did not return to the neutral position. The wired footswitch was inspected further to see if the sterile plastic cover was too tight on the footswitch, causing the button to activate. The cables and microswitches were inspected and it was confirmed that the footswitch had been damaged, most probably from the cable being caught under the table. The footswitch was replaced and the system was returned to use in good working order.